Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-feb-2018 with the following findings: during the investigation, investigators were unable to duplicate the keypad complaint. The keypad was found to be fully intact with no evidence of peeling or damage, all keys were found to be responsive. The keypad was removed, and no evidence of contamination on the key contacts was found. The pumps was opened, and no evidence of moisture corrosion was found near the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.